Event description:
Additional information received reported that the pump had been turned off and was scheduled to be explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a critical pump alarm was heard beginning the morning of (B)(6) 2012 and was confirmed by pump telemetry on (B)(6) 2013. A safe state was thought to have occurred, and the pump reservoir volume, infusion data was blank, and the low reservoir alarm volume was missing from the pump logs. The estimated reservoir volumes, minimum rate mode, and the low reservoir alarm volume were updated in the pump logs. The pump logs were showing a reset at (B)(6) 2013 at 11:20. The patient's next refill date was (B)(6) 2013. The patient experienced increased tone beginning on (B)(6) 2013. The patient was non-verbal, and the health care provider mentioned withdrawal. The health care provider was going to contact the physician to determine the dose the patient should start back on and was going to monitor the patient for any return of pump alarms. It was further noted that the patient was able to flip the pump, but that it had not been an issue. On (B)(6) 2013, the patient's dose was increased from 1500 mcg/day to 1865 mcg/day. There was a change in the eri (estimated replacement indicator) in months; at the last refill, the eri months read 42, and on (B)(6) 2013 the logs read 81 months, and then after the dose change it showed 76 months. The patient's dose was increased on (B)(6) 2013 due to the patient reported symptoms of increased tone and itching; the patient's dose prior to this event was 1955 mcg/day. On (B)(6) 2013, the patient was seen at his home by a health care professional (hcp). The hcp report indicated that, per the patient's father, the patient was "doing pretty good." The patient's father had noticed that the patient experienced increased tone over the past four days. The patient had begun to rub his feet up and down his legs, "like he's itchy." The patient's vital signs were all stable, including his respirations. The patient "hadn't really slept in the past few days, but this was pretty normal for the patient." The patient's father was concerned about whether or not the patient should have the pump replaced, stating, "the patient was not as healthy as he used to be, and now has (B)(6)." It was again reported that the patient had a dose change due to the patient's increased tone and itchiness. The alarm date as of (B)(6) 2013 was (B)(6) 2013. No further alarms were indicated and no further disturbances to the pump operation since (B)(6) 2013. The patient's alarm was noted to have alarmed since (B)(6) 2013. It was suggested that the patient's pump went into safe state and had gone into minimum dosing. The event was going to be further investigated. The pump was delivering lioresal. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Manufacturer narrative:
The pump was returned, and analysis found the hybrid and inner cover was splattered with a foreign material which ir analysis determined to be triethylene glycerin. The triethylene glycerin appeared to have damaged the hybrid and promoted corrosion and shorting. The catheter was returned, and visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Analysis identified circular coring in the bottom of the cup of the sc connector consistent with the tip of the connector on the pump. A leak was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation. If information is provided in the future, a supplemental report will be issued.